Event description:
Allegedly, patient was revised due to aseptic loosening socket and pain. Revision njr number: (B)(4). Side:r. Primary asa: p2 - mild disease not incapacitating. Components not revised: profemur® l hip stem size 3 ha coated product ID pha05506 lot ID 411326623. Profemur® neck 15dg var/val short product ID pha01264 lot ID 78590490.